Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: device technical analysis: the complaint device was not received for analysis. Conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details and available information. It is likely that the issue could be related to operational factors such as handling, technique, among others that caused the reported event.

Event description:
It was reported that the advancer became stuck. The target lesion was located in the left anterior descending artery. A rotablator rotalink advancer w/tubular drive shaft and rotawire-ic were selected for use. During the procedure, the advancer malfunctioned during rotational atherectomy (ra) and became stuck. The procedure was successfully completed with another of the same device. There were no patient complications, and the patient was stable post procedure.